Event description:
On (B)(6) 2012, the reporter contacted animas and reported observing insulin on the outside of the cartridge. It was noted that the patient experienced a blood glucose (bg) value in the 200 to 300mg/dl range with no symptoms. The patient reportedly checked the cartridge after swimming and stated that she did not see water but observed insulin on the outside of the cartridge the patient stated that she did not know where the source of the leaking was coming from. The patient denied cracks with the tubing or cartridge and she stated that she did not observe leaking in the luer connection or o-ring. The reported bg event is not indicative of a serious injury and does not meet the animas criteria of a serious injury. This complaint is being reported as the patient stated that she observed insulin leaking and also stated that she was not sure where it was coming from.

Manufacturer narrative:
(B)(4): the retained cartridge sample passed visual inspection. There was no damage or defects noted to the luer connection or the o-rings. A leak test was performed with no failures observed and no leaks were observed from the luer connection or o-rings or anywhere in the cartridge. There was no defect found in the retained sample.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.